Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Additionally, it was reported that the same cartridges with fitting issues were leaking from an unspecified location. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring and successfully loaded a cartridge. There was no impact to the user¿s blood glucose level.